Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) intermittently displayed ua12 (lifeband not present) and ua41 (patient temperature sensor failure) error messages was confirmed per archive data, but unable to duplicate during functional test. No device malfunction was observed during investigation. The platform performed as intended. During visual inspection, there was no visible damage to the autopulse platform system. During functional test, the autopulse platform passed test and functioned as intended. However, it was also observed that the clutch plate was sticky so deburring of the clutch plate was performed, unrelated to the reported complaint. Per review of the archive data, ua12 (lifeband not detected) and ua41 (patient surface temperature sensor malfunction) were noted, thus confirming the reported complaint. The belt switch assembly was re-adjusted to avoid re-occurrence of ua12. The temperature sensor cabling and pdb were also replaced to avoid re-occurrence of ua41. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no history of previous complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during patient care, the autopulse platform system (sn (B)(4)) intermittently displayed ua12 (lifeband not present) and ua41 (patient temperature sensor failure) error messages. Customer inspected and replaced the lifeband to clear error message ua12. There was no patient injury, customer was able to revert to manual CPR. Ua41 re-occurred when the autopulse platform was inspected back at the station. No consequences or impact to patient.